Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the cysto-nephro videoscope exhibited foreign objects on the tip of the brush, the insertion section and flexible tube. Also, the forceps opening on the actuator was lifted. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, root cause for lifting of control section of the instrument channel could not be identified. The foreign material remained in distal end brush and insertion tube could not be identified. It is likely that the foreign material was not removed because reprocessing could not be performed properly due to leak failure. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes for the instrument channel and it was unknown whether the customer had brushed the instrument channel, instrument channel port, and suction cylinder. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes for the insertion section and it was unknown whether the customer had wiped the insertion section, whether there were any abnormalities in the accessories used for reprocessing and whether the insertion section was wiped/brushed (including bending section) with clean lint-free cloths, brushes, or sponges. The instructions for use states the prevention methods associated with the event in: a. Chapter 3 compatible reprocessing methods. B. Chapter 4 reprocessing workflow for endoscopes and accessories. C. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). D. Chapter 6 reprocessing the accessories. E. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.